Manufacturer narrative:
The investigation could not determine a specific root cause. Calibration, quality controls, and precision checks were within specification. It was noted that since the initial results were generated from an aliquot cup take from a primary tube, it is possible that the sample could have been swapped with another patient sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ion selective electrode (ise) potassium (k), urea/bun (bun) and creatinine jaffe gen 2 (creaj) on one patient sample. The initial results were reported outside of the laboratory to the ER and were questioned by the physician. The physician indicated the patient was from a nursing home and that the patient had lab work just a few days earlier and the results did not match the previous lab work. They drew a new sample and the results differed for k, bun, and creaj. They also repeated the original sample and the results more closely matched the new sample. For the patient results, please see the attachment to the medwatch. The lot number for the k electrode in use was c37, with an expiration date of 01/31/2014. The lot number for the bun reagent in use was 68945601, with an expiration date of 06/30/2014. The lot number for the creaj reagent in use was 68808901, with an expiration date of 05/31/2015. The field service representative (fsr) was unable to find a cause. The sample probe and a reagent probe had been replaced before he arrived on site. He first performed a precision check, which was within specifications. He then adjusted the gear pump pressure. He also checked the cell washing, probe alignments and ise operation; which all looked good. He performed another precision check and the customer performed calibration and qc; all of which were within specification.